Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a bruise at the back and had a little blood that came out of the spine after a hard fall.